Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying low and based on the cgm reading she treated herself with glucogel. The patient then began feeling lightheaded and when she checked her blood glucose with a meter, it was reading 28.0 mmol/l. The patient treated herself with insulin to decrease her glucose levels. At the time of contact, the patient was doing good. Data was provided for evaluation and the allegation was confirmed. The root cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.